Manufacturer narrative:
Patient identifier (B)(6).

Event description:
(B)(6) study. In (B)(6) 2015, prior to the index procedure, heparin or other anticoagulant was given. The subject received a loading dose of 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 23mm lotus valve. Atrial fibrillation was noted post balloon valvuloplasty. In accordance with the directions for use, successful repositioning of the lotus valve involved partial resheathing of the lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Seven (7) days post index procedure, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2019, 1746 post index procedure, the subject was diagnosed with restenosis of the aortic valve and was hospitalized on the same day for further evaluation. Echocardiogram and lab tests were performed as diagnostics for the event. Due to the high-grade restenosis, a repeat procedure with tav-in-tav deployment was recommended. In (B)(6) 2019, 1760 days post index procedure, the subject underwent a repeat procedure with a 23mm non-boston scientific valve. At the time of reporting, the event was considered to be resolving.